Event description:
Noise was observed from the leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).